Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic procedure on (B)(6) 2019, the outer protection sleeve for suprapatellar broke off. A fragment was generated and could not be found, despite searching with an arthroscopic camera. The surgeon assumes that the fragment remains in the patient. Procedure was successfully completed with a surgical delay of 30 minutes. Patient outcome is unknown. This report is for a 12.0mm outer protection sleeve for suprapatellar. This is report 1 of 1 for (B)(4).